Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that on the evening of (B) (6) 2010 (after dinner), he obtained an alleged high blood glucose result in the "300 mg/dl" range with the subject meter. The patient informed the mss that he tests 4x/day and manages his diabetes by taking novolog after meals (based on sliding scale) and a set dose of lantus (40 units) insulin at bedtime. In response the alleged high blood glucose result, the patient claimed he took an unspecified amount of novolog insulin (based on sliding scale). The patient did not recall if he tested his blood glucose at bedtime that evening; however, claimed that his roommate found him "passed out" close to midnight that late evening. The patient reported that emergency services was contacted and when they arrived they tested his blood glucose with their device and obtained a result of "29 mg/dl." The patient claimed he was treated with IV glucose and felt better afterwards. The patient denied that he was taken to the emergency room for further treatment. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution to test the reported products. Replacement items were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.